Event description:
The customer observed a false nonreactive alinity I hbsag result for one patient. The following data was provided (<0.05 iu/ml is nonreactive, >/=0.05 iu/ml is reactive): initial result was 0.13, repeat result was 0.15 iu/ml. An aliquoted sample that was stored refrigerated for one week was tested and the result was 0.00 iu/ml. The parent sample was retested, and the results were 0.13 and 0.15 iu/ml. It was noted that the customer believes the 0.13 iu/ml result is correct for this patient. There was no impact to patient management reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending for the alinity I hbsag assay did not identify any trends related to the complaint issue. Additionally, no trends were identified for lot 77663fz00. A device history record review did not identify any nonconformances, potential nonconformances or deviations associated with the complaint lot number and complaint issue. In house sensitivity testing was performed using a retained kit of lot 77663fz00 stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed which adequately addresses the current issue. In this case, the sample stored refrigerated for one week was measured without being re-centrifuged. Repeat of the original sample returned the expected result. Per product labeling; for optimal results, serum and plasma specimens should be free of fibrin, red blood cells, or other particulate matter. False nonreactive results may occur as a result of reagent or sample integrity issues or instrumentation issues at time of testing. Based on the investigation the alinity I hbsag reagent lot 77663fz00 is performing as intended, no systemic issue or deficiency of the alinity I hbsag reagent was identified.

Event description:
The customer observed a false nonreactive alinity I hbsag result for one patient. The following data was provided (<0.05 iu/ml is nonreactive, >/=0.05 iu/ml is reactive): initial result was 0.13, repeat result was 0.15 iu/ml. An aliquoted sample that was stored refrigerated for one week was tested and the result was 0.00 iu/ml. The parent sample was retested, and the results were 0.13 and 0.15 iu/ml. It was noted that the customer believes the 0.13 iu/ml result is correct for this patient. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number: 08p08, that has a similar product distributed in the us, list number: 04p53 (architect hbsag), and a PMA number of p110029.